Event description:
Related to MFR report number 2183959-2012-00616. Related to MFR report number 2183959-2012-00617. On or about (B)(6) 2009 the patient was implanted with an elevate anterior graft. It was reported that the patient experienced pelvic pain and bleeding and was diagnosed with "vaginal erosion due to the pelvic mesh sling." The patient had her "first repair surgery on (B)(6) 2010." It was reported that the surgeon "found extensive invasion of the mesh into her vagina, and dead vaginal tissue had to be excised. The damage was extensive and grafts were used" to decrease the amount of pain experienced when the patient urinated and to create "some semblance of a normal vagina." A second surgery occurred on (B)(6) 2011, to have an "excision necessary to remove the damage caused by the mesh." It was reported that the surgery involved a "unique procedure to try to recreate a normal vagina." It was reported that the patient has experienced, "severe and permanent bodily injuries and significant mental and physical pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaulated and a follow-up report will be sent.